Event description:
It was reported that post implant, the lead exhibited varying thresholds and impedance. During lead revision, body fluid was noted inside the lead. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.